Event description:
It was reported that the pt underwent a fusion procedure at c4-c7 with subtotal laminectomy at c6. Anterior fixation plate and screws were implanted. The implanted variable screw backed out because subsidence occurred at the treated level. The revision surgery was performed approx 6 months post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event.